Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient mentioned she had been "awake since 6:00 am monday" which was stated (B)(6) 2015 (wednesday).

Event description:
It was reported that a patient had pain and suffering and complained of ¿problems¿ she had in the last few weeks with her pain pump. The drug being infused by the pump was not reported. No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information but has not been received at the time of this report. If additional information is received a follow up report will be sent.